Manufacturer narrative:
Establishment name: (B)(6) clinic the device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: adhesive on bending section has a chip and white-clouded area, image guide protector is damaged, universal cord has a scratch, adhesive around the objective lens and light guide lens is peeled, adhesive around light guide lens has a white clouded area, due to adhesive peeling around objective lens, streak of flare appears in the image, forceps channel port is shaved, plastic distal end cover has a dent and scratch, connecting tube has coating peeling, and due to damage, switch button 4 does not work. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had air and water flow issues. The cleaning and disinfection process was carried out as recommended. The washing machine is not olympus equipment, but a washing machine from another company. (Made by kaigen). During inspection and evaluation, a nozzle clogged with foreign material was reported. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system. [Inspection of the endoscope]. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function. Inspection of the water feeding function. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.". Olympus will continue to monitor field performance for this device.